Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a posterior labrum, shoulder, lateral dec position procedure a quantity two ar-3638 from lot: 10484573d malfunctioned in the same way. The shuttle stitch on both devices broke before the folded white portion of the repair stitch could pass through the locking mechanism. Both anchors were inserted through the straight guide, and there appeared to be no issues with drilling, inserting or seating the two anchors. The use of the lasso to shuttle the repair stitch was smooth and the surgeon always checks to make sure there are no twists before folding the purple mark to shuttle. The shuttle stitch broke at about the same point both times. The 2-0 loop was within the twist in cannula, but not visible in the joint yet. At the very first sign of resistance it just broke and left about a 1cm stump of 2-0 shuttle suture. The rep reported the surgeon did not even get to the tug portion before the suture snapped. A grasper and open cutter were used to removed suture at the anchor site once the shuttle suture broke. The rep reported all suture remnants were retrieved, but the anchor itself remained in the patient. The bone quality was medium. The case was completed by using 2.9mm pushlock implants. The sales rep reported there was no adverse event involved. Additional information received on 01/24/2020: the rep reported the two anchor bodies were left in the patient whole. The 2-0 shuttling stitch and the repair stitch were removed and/or cut arthroscopically, but the anchor bodies remained whole inside of their drill hole in glenoid. The bone was prepped by using a stryker cd4 drill as well as the knotless fibertak straight guide disposable kit (ar-3638ds). The drill within ar-3638ds is 1.8mm diameter. The sales rep reported there were no unplanned incisions made.